Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with loose epithelium centrally under the flap one day following lasik flap creation. The flap was lifted and scraped. The central corneal epithelium was abraded and a bandage contact lens was inserted. The patient returned one day later and had the lens removed; the cornea was clear and symptoms resolved.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of treatment. No technical problems or deviations could be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).